Manufacturer narrative:
The device was not returned for evaluation. A lot number was not provided, so a device history record (DHR) review could not be performed for this device. Based on the available information, the exact root cause of the reported event could not be identified.

Event description:
According to the surgeon, the leading haptic of the iol ruptured the posterior capsule. The patient prognosis was reported as "excellent."

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patent's eye due to capsule break. Another lens of different model was implanted successfully.